Event description:
Medtronic received information regarding a strata device. It was reported that the patient had a strata 2 shunt that had been changing settings on it's own. Fast forward a few years and a few shunt revisions. The patient now has a delta fixed valve that was giving the patient issues. They had it initially placed in (B)(6) of 2020. It was revised last year because neuro - opthamology felt it was resting on the optic tract causing vision loss in my peripheral. The patient ended up having to go back in last (B)(6) because the catheter had tethered. The patient is going back to the doctor on (B)(6) for another revision due to tethering. The neurologist is thinking that there may be some component in the shunt material that the patient is allergic to.

Manufacturer narrative:
Patient information was unavailable from the site. The initial reporter was the patient who was not at a facility at the time of the event. No further information has been received at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction being made due to this being a serious injury for the revision to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.